Event description:
Caller reported that insulin gauge displayed an amount different than expected, with an expected fill estimate of 200 units but the pump displayed zero. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer loaded a new cartridge, and cts advised them to call back for troubleshooting if the issue reoccurs. No further information was received regarding the outcome of the event.